Event description:
On 5/13/95 at 6 am rptr administered his insulin injection. At 3 pm upon taking his evening dosage of insulin, he noticed an infection of some kind at the injection site. He then looked very carefully at the syringe and needle point and noticed a rust-colored substance all over the needle point. He immediately informed the nurse of this and the infection. He was given 4 more defective syringes before he received what appeared to be a safe syringe. On 5/14/95 at 6 am he received 2 defective syringes. On 5/17/95 at 6 am he received 2 defective syringes and was seen by the doctor for soreness and infection in his left arm at the injection site. On 5/18/95 at 6 am he received a defective syringe. On 5/19/95 at 6 am and 3 pm he received defective syringes. On 5/20/95 he received over 40 defective syringes. After what happened on may 13th all defective syringes were not used and returned to nursing personnel by rptr. According to dr, pt was seen 5/17/95 for soreness at insulin injection site. Examination showed inflammation at injection. Treatment with tetanus toxoid.